Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination found a hypotube kink 190 mm distal from the distal end of the strain relief. No issues with the mid shaft, inner or outer polymer extrusion. The crimped stent of the device was visually and microscopically examined and the first distal stent row was damaged and slightly opened. The crimped stent outer diameter (od) was measured which is within max crimped stent profile measurement. No issues with the balloon. Balloon wings were evenly folded and tightly wrapped and do not appear to have been subjected to positive pressure. The tip was visually and microscopically examined and damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 19-jun-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the left circumflex artery (lcx). A 3.50x20mm promus element drug eluting stent was advanced but failed to cross the lesion after several attempts. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damaged.